Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2018-jan-16 regarding a patient receiving marcaine (11mg/ml at minimum rate) and morphine (30mg/ml at minimum rate) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient had a code on their personal therapy manager (ptm) and could not use it on (B)(6) 2018. It was noted that the patient was locked out. Per the patient, there was a code on the ptm that started with 85 but the patient did not know the last two digits. On (B)(6) 2018, the pump started alarming. It was noted that the alarm was a multi-tone alarm. The patient had not undergone magnetic resonance imaging (MRI) and was not due fora refill until (B)(6) 2018. The patient was reportedly in the hospital. Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2018. It was further reported that pump logs were checked, and it was found that a low battery reset, reset, and safe state occurred on (B)(6) 2018. The patient had reportedly gone to the emergency room (ER) on (B)(6) 2018 due to how sick she was, and the ER thought the patient's symptoms were related to the flu. The symptoms reportedly occurred within 12 hours of the pump reset. The patient experienced nausea, vomiting, a fever over 101 degrees, chills, and shakes. It was unknown if the change in therapy/symptoms was gradual or sudden. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a device manufacturer representative indicated that the patient was scheduled to have her pump replaced on (B)(6)2018 at 1430. The representative did not know the cause of the ptm error code or pump safe state. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a device manufacturer representative indicated that the pump was replaced on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated the patient was inquiring about drug amounts when she gets the new pump implanted. The patient¿s pump ¿went dead¿ due to battery and it was noted the pump was not supposed to die until july. The reporter was to follow up with the healthcare provider (hcp). The patient was having the pump replaced (B)(4) 2018. The patient went through withdrawal about the last three weeks because the pump had died (about two and a half weeks ago). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative. The cause of the safe state was not known. The pump was set to minimum rate while the patient was in the ER. The patient was being treated with oral medications while in the ER, and the managing physician requested that she be discharged home once she was stable until she can be scheduled for pump replacement. The patient's weight was unknown. No further complications were reported.